Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13473. The patient reported she was no longer receiving stimulation due to her programs auto-reducing. Follow-up info identified the patient's percutaneous lead had invalid impedances on contacts 1-8. The surgical lead had normal impedances. Reprogramming was able to capture the patient's painful areas. X-rays revealed there was a small kink near the anchors. Add'l follow-up identified there were only four contacts that remained valid. The patient was reprogrammed with adequate stimulation coverage. It was noted the programs were auto-reducing again. On (B)(6) 2013, it was noted the patient's stimulation had stopped working. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.